Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion psi to high 21 + psi was not reproduced. Evaluation sent the device to flowline for ultrasonic sensor us occlusion, ultrasonic sensor us air, and downstream occlusion testing. The device passed all tests . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the downstream occlusion detection test which was described as ¿failed psi (pounds per square inch) during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.